Event description:
Clinical study. It was reported that 219 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.75x30mm, 90% stenosed long lesion located in the proximal and mid left anterior descending artery (lad). The physician treated the target lesion with predilation and placement of a taxus liberte' 2.75x32mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis. There were no reported complications. The patient was discharged the next day on aspirin and plavix. At 219 days after the implant procedure, the patient required a tvr for 90% edge in-stent restenosis in the mid lad. The event was resolved by a coronary artery bypass graft surgery at the target lesion. Patient stopped taking aspirin and plavix 4 days before this cardiac event occurred. In the opinion of the physician, the relationship of the tvr to the taxus liberte' stent is definite. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a faiure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.